Event description:
A revision case was performed on a thin female. She had one si joint fused with the ifuse implant several months ago. Pt had good results with her initial surgery but eventually developed contralateral symptoms. Dr. (B)(6) performed ifuse implants on the now symptomatic contralateral side by placing three additional ifuse implants. She developed halos around these implants on the sacral side. He plated the pubic symphysis in hopes of decreasing motion of the si joint. The symphysis plate became loose and the surgeon replated it. The pt continued to complain of si joint pain. Imaging impression of the implant shows "haloing", which indicates the implant is loose. On (B)(6) 2012, the surgeon decided to explant the proximal 7.0mm x 45mm ifuse implant on the right side due to post-operative symptoms. The surgeon placed a 40mm and 55mm x 6.5 synthes titanium screw surrounding the tissue where the ifuse implant was taken out. The surgeon also grafted the defect with bmp and allograft. In addition, the surgeon placed a 45mm x 6.5 synthes titanium screw between the two inferior ifuse implants on the right side as reinforcement.

Manufacturer narrative:
A returned product analysis was performed by (B)(4) (a consulting company). However, the assessment performed by (B)(4) is to gather information regarding bony ongrowth on the implant. (B)(4) does not assess the performance of the product. Based upon the complaint information and investigation, there is no evidence to suggest device failure or that the device was out of specification. In addition, the failure mode and effects analysis and the surgical technique manual were reviewed. Root cause could not be determined.